Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering various injuries. Plaintiff alleges developing a latex allergy.